Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds. Chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was stable and asymptomatic.